Event description:
At about 5 years and 3 months from the primary, the patient came in reporting pain due to a loose stem. The surgeon revised the medacta stem and head with a competitor's products and revised the medacta liner with a medacta liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 16 novemeber 2023. Lot 173196: (B)(4) items manufactured and released on 04-jan-2018. Expiration date: 2022-12-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.